Event description:
Reportedly, this ring was explanted after approximately a 2 day implant duration due to mitral regurgitation, coronary artery disease, and atrial fibrillation. It was also reported that the patient had moderate tricuspid regurgitation.